Event description:
This x-ray system continued to fluoro after the foot switch to stop was depressed by the operator. Also, the system's screen displayed a "please wait."

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.